Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal ulcer could not be conclusively determined. Per the IFU, esophageal fistula is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following an atrial fibrillation procedure, an esophageal ulcer was diagnosed. Several days after a successful ablation procedure, the patient arrived at the hospital with pain. A scan and echocardiogram diagnosed an ulcer on the esophagus. The patient is stable. There were no performance issues with any abbott device.